Event description:
It was reported to philips that the device ECG readings are not available. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement / adverse patient impact.